Event description:
It was reported to philips that the flex cardio system failed to boot due to software corruption on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Software reloaded; system tested and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).